Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer passed away at home. The cause of death was cardiac arrest and an insulin overdose. The caller stated they did not know if the customer had any other illnesses that may have led to the customer's passing. The customers blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated they suspect the pump killed their spouse and declined to provide further information. The insulin pump will not be returned for analysis.